Manufacturer narrative:
(B)(4). D10: cat# 00877504002 lot# 3264121 bioloxâ® delta, ceramic femoral head, m, ã¸ 40/0, taper 12/14 cat# 110010245 lot# 67524610 g7 osseoti 4 hole shell 54 mm f. G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. The patient was revised approximately two weeks later due to malposition, incorrect sizing, dislocation and instability. It was reported that no further information could be provided.